Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Analysis found an intermittent sensing anomaly in the device. The root cause could not be determined.

Event description:
This report is to advise of an event observed during analysis.